Event description:
The customer reported that the patient coded and expired and requested that philips extract and provide it with alarm data from the device and other information to assist them in its investigation of the event.